Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that clock was goes off a few times and need to be adjust. Customer¿s blood glucose was unknown at the time of incident. Customer states that insulin leakage all over the place. Customer declined to troubleshooting. The product will not be returned for analysis.